Event description:
The recipient is reportedly experiencing device extrusion. The surgeon noted there was no infection. The recipient¿s device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral ear.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device became extruded due to skin flap breakdown. The recipient's activation went well. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.